Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an umbilical hernia repair procedure on (B)(6) 2010 and mesh was implanted. The patient experienced erosion and recurrent hernia. On (B)(6) 2011, the patient underwent removal of encapsulated ventral hernia mesh and scar revision, with midline diastasis plication and placement of strattice xenograph. No additional information was provided.